Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The patient stated his implanted ins ¿voltage regulator¿ doesn¿t work. It was reported anytime the battery gets before full he had to adjust stimulation up daily which had been happening since implant. Therapy was working for the patient as long as he adjusted it up/played with it. It was noted the patient¿s healthcare provider (hcp) was notified of this. The patient inquired about battery life and it was reviewed this was based on settings and use, and was redirected to his hcp. At a later time the patient reported that the patient was charging more than expected. When he was implanted he was told the implantable neurostimulator (ins) charge would last for a month. Since he was first implanted, even at the lowest amplitude, it never lasted a month. The patient stated ¿the voltage regulator inside of it, it is has one, it may not have one, never worked. I had to keep the battery up at least once a week to maintain it.¿ when they were implanted the ins battery charge would last for seven days, then it went down to five days, and now it was down to one day. The problem with having to charge more frequently was noticed a few months ago. The patient was wondering if the ins battery was bad or if his ¿voltage regular¿ had gone bad. It was noted he used therapy 24/7 at the same voltage for about seven years. His amplitude was very low. It was at two volts now and it used to be at 1.5 volts. It was reviewed that the ins would deplete faster if the settings were increased which may lead to having to charge more frequently. It was noted he charged once a week and didn¿t let his battery deplete. The patient further reported he had a loss of therapeutic effect. Therapy stopped helping with pain control at the setting the patient normally had stimulation on. The problem started the week prior to the report. He had to raise his ¿primary voltage¿ up. He had to double it or go three or four times more than he normally would have to have stimulation to get it going. He had to increase way over to finally have it come on and get pain control, and then he would back off. He had stimulation ¿way high on amplitude then he backed down where he would normally have it where he couldn¿t feel anything; then he went up and doubled that but that worked for about one day and then he had to increase the amplitude in one to two days.¿ he now had to adjust it every day to get the same stimulation. Last time he charged it he could hardly get the ¿instrument¿ to do anything. The patient stated he might consider reprogramming to find what works for pain control and what settings would require less charging. A request was made to meet with the manufacturer¿s representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.